Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the patient developed a pocket infection. The physician stated that the infection was not device or procedure related. The device system was extracted and replaced without adverse event. Patient was stable before, during, and after the procedure and will continue to be monitored.